Event description:
The customer reported an incorrect pt fluid removal two times (refer to MDR 9616026-2006-00323) set patient fluid removal rate was 0 ml/hr on the display, there was a patient fluid removal seen of 1000ml.

Manufacturer narrative:
Download event data-file evaluated by a technician at the manufacturing site showed a typical example of a so called "history jump" (incorrect value displayed). Preventive action related to this problem "history jump" has been decided and distributed according to rebuilding order 002 and 003 presented in the correction and removal report 9616026-05/25/06-006-c. Due date rebuilding order 002: 08/15/06. Due date rebuilding order 003: 10/01/06. Gambro renal products will implement a revision to current software. The new software version 3.00 will reduce the likelihood of occurrence of the known causes of "history jump". The planned release date for software version 3.00 is year-end 2006. No further action will be taken.